Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 474 mg/dl. Another blood glucose level was 400mg/dl. The customer was declined troubleshooting for high blood glucose and not able to perform insulin pump rewind. It was unknown auto mode feature was active or not at the time of high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.